Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient goes to the dermatologist three times per week to get inside a machine with uv or fluorescent light where different colors of light are used (the patient didn't know the name of the procedure.) Patient said the last two times she had procedure done [ wednesday ((B)(6) 2020) and monday (nov/16/20)] she smelled something burning while she was in the machine. The patient said that whatever they did in the procedure hurt her because since then she hasn't been able to sit up right, patient has to lean to side. Patient said she was wondering if the procedure had affected her device. The patient was redirected to their health care professional to address medical symptoms.